Manufacturer narrative:
Per the tandem user guide - warnings: control-iq technology should not be used in anyone under the age of six years old. Control-iq technology should also not be used in patients who require less than a total daily insulin dose of 10 units per day or who weigh less than 55 pounds, as those are the required minimum values needed in order for control-iq technology to operate safely no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 163 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, customer was below the approved age for use with the control iq pump.